Event description:
The lead was capped on (B)(6) 2011. Due to elevated rv threshold. The procedure took place at (B)(6) . The physician was dr. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).